Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 469 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia, nausea, fatigue and a headache. Once at the hospital the patient removed the pod. The patient was treated with intravenous fluids as well as an insulin drip. The patient was discharged from the hospital the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.